Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary a complaint of disconnection issues was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mx5301 lot number 22099255 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxguard pressure rated extension set with y-site disconnection was difficult. There was no report of patient impact. The following information was provided by the initial reporter: the syringe part that screws on is stuck in place with some of the ones we got.